Event description:
It was reported that during device interrogation, the device was unable to do wireless communication but could do a telemetry interrogation. A second programmer was not available to use for the test at the time. The device is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.